Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated. Visual observations revealed a broken active tip hence, confirming this complaint. The broken off faceplate was returned. Saline residue was found in the suction tube, indicating device was used. The device was not functionally tested due to the damaged active tip which could cause a hazard to test equipment. The reported active metal tip falling out of the device was investigated via a supplier CAPA investigation and design and process improvements were implemented as a result. However, the root cause for this incident cannot be precisely determined with the provided evidence. The CAPA has been closed due to a number of process improvements and design changes. The new design for the active suction tube was proposed with a wider weld bridge, raised side walls around the suction port and a smaller suction port length, all to improve the mechanical robustness of the active suction tube design and tip retaining function. Furthermore, a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). The expiration date is unknown

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The expiration date is unknown.

Event description:
It was reported by the sales rep via phone that during a rotator cuff repair procedure the customer's vapr coolpulse 90 suction electrode tip broke off. The sales rep stated that the tip of the electrode was removed with a grasper with no debris left behind in the patient. The device was being used with pump suction. The case was completed with another like-device with no patient harm or delay. The device is being returned for evaluation. Additional information provided by the affiliate reported that the device was not re-used or reprocessed.